Event description:
Related manufacturer reference number: 2017865-2021-15429. Related manufacturer reference number: 2017865-2021-15430. It was reported that the patient was admitted to the hospital upon developing an infection. Trans-esophageal echocardiogram (tee) found vegetation on the patient's right ventricular lead. The patient's full implantable cardioverter defibrillator system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.